Event description:
The facility representative reported a infusor pump with a condition of "stops infusing after about 20 mins of infusing then starts buzzing." This condition occurred during programming/setup. The area where this event occurred is anesthesia. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)the actual sample was not available for evaluation, as it was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240/2367 (air in line) alarm that appeared on the homechoice (hc) unit during drain 2 of 3. There were no leaks found. The home patient (hp) did not disconnect. The technical service representative (tsr) had the hp cycle the power and reviewed the alarm log with the hp. The hp called regarding the system error 2367 but when the alarm log was reviewed, it showed a prior system error 2240 alarm. The tsr referred the hp to the nurse. The hc unit was operational. No patient injury or medical intervention was reported. On (B)(6)2010, a follow-up call was made to a nurse who stated that the hp became very ill and was in the hospital. The nurse stated that the hp was going to be transferred to a nursing home. The nurse stated that the hp was just released on (B)(6)2010 and had peritonitis. The nurse was not able to give any details regarding the peritonitis because he does not have access to the hospital records. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) that occurred during drain 2 of 3 was not confirmed and no root cause determined due to a lack of sample. There was no specific lot number identified with this complaint; however, a batch review was performed on potentially associated lots (h09l01112 and h10a14064) with no issues noted. A trend review between (B)(6) 2009 to (B)(6) 2010 showed no adverse trend for complaints related to system error 2240 alarms. Overall, the trend is stable during the time period this incident occurred. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. There is an ongoing CAPA investigation, (B)(4) associated with this report. The root cause will be identified/addressed through the CAPA.

Event description:
The customer reported that the knife would not retract, keeping the jaws from opening. The surgeon cut around the device to release it from tissue. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.